Event description:
The following has been reported: issue: blank display resolution: replaced display board assy reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.